Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18feb2019. (B)(4). Philips field service engineer (fse) confirmed the reported issue. The fse replaced the flow sensor assembly to resolve this issue. The unit passed performance verification tests after the repair was completed.

Event description:
The customer reported that the unit failed the air flow accuracy test. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 20mar2019. Parts were received at philips for evaluation. The defective u1 on the air flow sensor printed circuit board assembly created the air and o2 flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.